Event description:
Reporter indicated a vns patient was admitted to the emergency room due to a possible stroke. The vns is currently unable to be interrogated and is believed to be at normal end of service. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.